Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated the alarm would occur on the third day of their infusion set. The customer's alarm history showed the no delivery alarms began on (B)(6) 2015. Customer's blood glucose was unknown. The customer could not troubleshoot for the alarms because it was a past event. It was also found the customer was able to resolve the alarms with a complete set change. Customer also reported adhesive issues with their inserter. No additional information provided.